Manufacturer narrative:
Patient identifier, corrected data: the patient identifier was inadvertently not listed on the initial report. Age at time of event, corrected data: the patient's age was inadvertently not listed on the initial report. Sex, corrected data: the patient's sex was inadvertently not listed on the initial report. Weight, corrected data: the patient's weight was inadvertently listed as na instead of ni on the initial report.

Event description:
It was reported that a physician was having trouble with the programming system when trying to communicate with a patient's generator that was not suspected to be depleted. The 9v battery was replaced in the wand, and all of the components were unplugged and plugged back in. However, it was unknown how long the battery lights stayed on when the new 9v battery was tested or how long the physician waited after the components were re-connected. A company representative went to the site on 09/14/2016 and determined that the issue was with the white serial cable. It was replaced with a new black cable, and the issue resolved. Therefore, the communication issue was not related to the patient's generator, but was due to the serial cable failure instead. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.